Event description:
It was reported the pump was replaced after 2009. It was in (B)(6) 2011. The reporter was uncertain. It was stated that ¿maybe they just moved it from one place to another¿. The patient had surgery in 2011. The patient had surgery and (B)(6) 2011 was the postop. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Explant date: the date of explant is approximate. Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n186319, implanted: (B)(6) 2009, product type: accessory. (B)(4).